Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient was given steroid injections for the pain.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient was given steroid injections for the pain. Additional information was received that the patient underwent a pocket revision procedure. The ipg remains implanted.